Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. During the preparation of the clip delivery system, air bubbles were noted from the ds box to the ds sleeve. An additional slow translation was required to de-air the device. After implanting the clip and the delivery system was retracted, air was observed in the ds sleeve. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.